Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a stent was deployed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was fully deployed. Upon withdrawal of the dcs, the stent became ensnared and involuted, severe central pulmonary regurgitation was noted. Per the physician, intervention was required for the regurgitation. The procedure was delayed for an "extended length of time". No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name melody transcatheter pulmonary valve; product ID pb1018 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 continuation of d10: {maxld stent}; product lot/serial number {unknown}; implant date {(B)(6)2024}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic pulmonary transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a stent was deployed. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was fully deployed. Upon withdrawal of the dcs, the stent became ensnared and involuted, severe central pulmonary regurgitation was noted. Per the physician, intervention was required for the regurgitation. The procedure was delayed for an "extended length of time". No additional adverse patient effects were reported. Additional information was received that a medtronic pulmonary transcatheter valve was implanted valve-in-valve. Additional information was received indicating that the second valve was implanted to treat the pulmonary insufficiency. Following the implant of the second valve the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.